Manufacturer narrative:
After procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was discovered that the cover of the hemopro's jaw tip is frayed. Device was not used on the patient. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.